Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information revealed that the lead was returned for analysis. The explant date is unknown. A new left ventricular lead was implanted (B)(6) 2018. No further information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for follow-up in clinic. The patient was noted to have pectoral stimulation. It was noted that the lv lead had pulled back into the pocket and loss of capture was also seen even at high outputs. Lead dislodgement was suspected. A chest x-ray was taken and showed the lead was coiled up in the pocket. A procedure to reposition the lv lead was planned. No further information is available at this moment.